Event description:
It was reported to gore that on (B)(6) 2022 a 30mm gore® cardioform septal occluder was selected to treat a patent foramen ovale (pfo) with a thick septum secundum. On (B)(6) 2023, a transesophageal echocardiogram reportedly identified thrombus formation at the edge of the left disc. The device was found to be in the intended location and no residual shunt was found. The patient reportedly had been started on anticoagulant medication for treatment.

Manufacturer narrative:
"Other" code: the device remains implanted. Transesophageal echocardiogram images were returned to gore and an imaging evaluation was performed. The evaluation found echogenic mass formations on the left disc. One of the echogenic masses is tiny near the center of the disc and the other one is round near the edge of the left disc. The masses are mobile and confined to the anterior superior portion of the left disc. The echogenic masses have tissue characteristic consistent to that of thrombus. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: component code: added codes g04088, g04027. H6: type of investigation: added codes b11, b20. H6: investigation conclusions: added code d12. H6: investigation findings, code c19: the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. Imaging evaluation summary: transesophageal echocardiogram images were returned to gore and an imaging evaluation was performed. The evaluation found echogenic mass formations on the left disc. One of the echogenic masses is tiny near the center of the disc and the other one is round near the edge of the left disc. The masses are mobile and confined to the anterior superior portion of the left disc. The echogenic masses have tissue characteristic consistent to that of thrombus. The device remains implanted. Therefore, a device evaluation could not be performed. With the information reported to gore this investigation is considered complete, the cause of the complaint was unable to be determined. According to the gore® cardioform septal occluder instructions for use (IFU), adverse events associated with the use of the occluder may include, but are not limited to: thrombosis or thromboembolic event resulting in clinical sequelae. H6: investigation findings: replaced code c21 with code c19. H6, investigation conclusions: replaced code d16 with code d15.